Event description:
It was reported by the patient that three weeks post, a successful da vinci s hysterectomy procedure, the patient was readmitted into the hospital and found to have a severed ureter.

Manufacturer narrative:
The patient stated that on (B)(6) 2010, she had a nephrostomy tube placed, then on (B)(6) 2011, she underwent surgery to reattach her ureter and bladder. The patient also stated that she experienced hematomas at the cannula port sites. Multiple attempts to obtain additional information have been made, however, no additional information has been provided by the site related to this event. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, including review of the system error logs, it was determined that the da vinci s surgical system did not malfunction in a way that would have led or contributed to the patient's injury.